Manufacturer narrative:
(B)(6). (B)(4). Per facility, the complainant parts will not be returned for manufacturer review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing date: december 2, 2013 - expiration date: october 31, 2023. A review of depuy synthes (B)(4) device history records for manufacturing revealed no issues. Review of the sterile control number (scn) records of the reported lot/part number revealed that all was conforming. This confirms that the sterility assurance documentation was reviewed and determined to be conforming. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained an open left tibia fracture along with a complicated acetabular fracture on an unknown date. The injury was originally treated with irrigation and debridement prior to initial fixation. In (B)(6) 2015, the patient underwent an open reduction internal fixation (orif) procedure during which the acetabular fracture was treated with the implantation of a tibia nail. At a post-operative follow-up visit, a non-union was discovered. The patient was returned to the operating room on (B)(6) 2016 to explant one (1) tibia nail, four (4) locking screws, and one (1) end cap. All of the originally implanted devices were removed intact. The non-union side was treated with iliac bone graft and the insertion of a new tibia nail construct. The procedure was completed successfully with no reported surgical delay. The patient's post-operative status/outcome was reported as "fine." This report is 1 of 3 for (B)(4).